Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test. Leak test and displacement test. Unit was monitored for 24 hours and no blank display anomalies or unexpected error alarms were noted. Power connector plug in and locked in place properly. Unit received with minor scratched display window and case. Traces of corrosion found at the electronic assembly per visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she is experiencing several issues with her pump. She stated that a button had been pushed for more than 3 minutes and that it is not working. Her blood glucose was 130 mg/dl. During keypad anomaly troubleshooting, the customer said that the numbers are not ramping on their own and that there is no response from and button. She said that the pump was not exposed to an altitude change. She tried to remove the battery and now the screen is blank. During troubleshooting for blank display, she said that the display was not blank less than 30 seconds and that it is currently blank. The display did not return and she said that the pump had recently been exposed to moisture. The customer continued with troubleshooting for fluid in the pump. During troubleshooting, she said that the pump had been exposed to water and that the pump had a sudden vibration that was followed by the blank display after being exposed by the moisture. The customer was advised that the pump would need to be replaced, to discontinue use and to revert to a backup plan per her doctor¿s orders. The insulin pump is being returned for analysis.